Event description:
Patient presented with an acute myocardial infarction. Approximately 3 weeks later an endeavor drug-eluting stent was implanted in the proximal/mid rca. Patient was discharged five days later. At the 30 day follow up stage, the patient was asymptomatic. The patient died approximately 4 months after the index procedure. The autopsy report or death note was not available. The investigator stated that the relationship of the event to the endeavor drug-eluting stent was not assessable.